Event description:
It was reported to resmed that a patient experienced gum recession and jaw inflammation allegedly due to use of a quattro air full face mask.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. The quattro air ffm user guide provides the following warning: - ¿using a mask may cause tooth, gum or jaw soreness or aggravate an existing dental condition. If symptoms occur, consult your physician or dentist." Resmed reference#: (B)(4).